Event description:
It was reported the lead had delivered multiple inappropriate therapies due to oversensing, as indicated by the sic (short interval counter), which measured 80170 counts. Lead impedance had fluctuated between normal range to greater than 3000 ohms. The lead was replaced. Additional information was later received from an attorney reporting the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." No further patient complications have been reported as a result of this event.

Event description:
It was reported the lead had delivered multiple inappropriate therapies due to oversensing, as indicated by the sic (short interval counter), which measured 80170 counts. Lead impedance had fluctuated between normal range to greater than 3000 ohms. The lead was replaced. Additional information was later received from an attorney reporting the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." It was further reported in a lawsuit which alleged that the patient experienced complications. No further details were provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.